Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. On the question: "did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing?" The answer was yes. Could you please specify which was the adverse event that the patient experienced?- patient did not experienced any adverse event . 2. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify.-product removed & reoperated the patient . 3. If medication was required, please clarify if it was prescription strength.- unknown. 4. What is the most current patient status? - unknown. 5. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)- source of information is ot in charge. It was reported that the product was removed and reoperation was performed. Can you please provide the following for clarification: - was the suture removed and replaced during the same initial procedure?- yes suture removed and replaced during the same initial procedure only . A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-08010, 2210968-2023-08011, 2210968-2023-08012

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the surgeon used prolene 5-0 and 6-0 suture during anastomosis and at the time of shifting he noticed suture has been broken. No adverse patient consequences were reported. Additional information was requested.